Event description:
It was reported that 7 days after a drug eluting coronary stenting treatment procedure, the pt returned with a subacute thrombosis. In 2004, during a hyperacute phase of an acute inferior myocardial infarction, the physician performed angioplasty of the ostial lad lesion and deployed a taxus express2 2.75 x 32 mm and a 2.25 x 24 mm drug eluting stents. No procedural complications were reported. The drug regimen is unknown. The pt returned with chest pain the following month and was found to have a subacute thrombosis in the proximal portion of the first previously placed stent. It is unknwon what intervention, if any was undertaken. There were no reported complications. The pt had discontinued taking plavix on the seventh day. Same case as MFR's number: 6000089-2004-00426.